Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 157 mg/dl. The customer reported that the black ring on top of the reservoir compartment was missing and they found the reservoir compartment was wet and smelled of insulin. It was reported that they had no delivery alarm. The customer was advised to discontinue use of the pump and was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to moisture damaged the motor home switch. Unable to perform self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm due to motor error alarm. No moisture damage electronic assembly during visual inspection. Device had cracked reservoir tube lip. No broken reservoir tube lip or missing reservoir tube o-ring noted.